Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that an error message occurred prior to interrogating a patient. The programmer was rebooted, and the error message appeared again. It was further noted that this occurred after a software upgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. A system error occurred upon interrogation, and the programmer log indicated the same error had occurred four times in the past. It was further noted that the programmer failed an analyzer signals functional test. The power cord bay door also had a broken latch.